Manufacturer narrative:
The referenced (B)(6) was reported under medwatch MFR report # 2916596-2016-00937.

Event description:
It was reported that the patient had a driveline and pump along with bacteremia and sepsis. The patient was admitted on (B)(6) 2016 with fevers and found to have serratia marcescens bacteremia, likely driveline related. Blood and wound cultures were positive for enterobactor. The patient was started on IV vancomycin. Repeat cultures were negative. The course of vancomycin and ertapenem, for previously reported (B)(6), was completed. Multiple incision and drainage (I&d) procedures were performed during the admission. After serratia bacteremia was treated, the patient developed increased erythema and fevers. New blood cultures and washout culture grew serratia, which reportedly indicated the presence of a pump infection of serratia. Ertapenem was continued and 46 days of cefazolin started to treat the preexisting (B)(6) and the serratia. The event reportedly resolved on (B)(6) 2017 at time of transplant.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and the remainder of the driveline was not returned. Visual inspection of the sealed inflow conduit and the sealed outflow conduit revealed no depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report #2916596-2016-00937 for the previous report of driveline infection. (B)(4). Approximate age of device ¿ 1 year 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was listed as status 1a for transplant due to driveline infection. It was reported that the pump was functioning as intended. It was reported that the patient received a heart transplant on (B)(6) 2017. Additional information was requested, but was not provided.